Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015. It was reported the patient experienced severe pain and chronic pain, adhesions, mesh contraction, fluid collection, mesh migration/detachment, fractures xiphoid process, bowel resection, infection and abdominal wall reconstruction. It was reported that the patient underwent previous hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent previous revision surgery on (B)(6) 2010. Other procedure is captured in a separate file no additional information is provided.

Manufacturer narrative:
Date sent to FDA: 5/19/2020. Additional information: d4, h4: a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.